Manufacturer narrative:
The field service engineer (fse) replaced the sample/reagent probe and the liquid level detection (lld) printed circuit board (pcb). The fse adjusted the position of the sample probe, the lld voltage and the photomultiplier tube voltage. After the service visit, the customer had no further issues.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 16.58 pg/ml with a data flag. Approximately 3 hours later a 2nd sample was obtained and the result was 3.80 pg/ml. The 2nd sample was repeated with a result of 4.63 pg/ml. The customer decided to repeat the original sample and the result was 3.89 pg/ml. The questionable high result was not reported outside of the laboratory. The troponin t hs stat reagent lot number was 52366901 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.